Manufacturer narrative:
One device was returned for investigation. It was reported that the pump had travel course error during occlusion. Complaint confirmed by checking the alarm history. It is verified that travel coarse error is found in the history. The device is repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling and motor. Replaced the right plunger case because it is cracked. The pump is calibrated and greased and reset to enteral configuration. The main cause of customers¿ complaints was the worn-out clutch parts. After installing and replacing the parts, the pump passed all the testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had travel course error during occlusion. The event occurred during testing. There was no patient involvement.